Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was losing tidal volume with every breath requiring the increase of the fresh gas flow to maintain mechanical ventilation. Discovered during preuse checkout. There was no report of patient involvement.